Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental is being submitted to correct coding. Updates to b2 and h6. This report has been submitted by the importer under this MDR report number 2429304-2025-00281-01

Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp), the single use preloaded sphincterotome wire broke and fell into the patient¿s pancreatic duct. The surgeon attempted to retrieve the broken wire with grasping forceps but was unsuccessful. The patient returned for an additional procedure to try to remove the piece of broken wire, however that was again unsuccessful. A follow-up is scheduled to discuss possible surgery.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2025-00281.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.